Event description:
The patient had knee pain and stiffness and the cause is unknown. At about 1 year and 3 months post primary the surgeon revised the patient to a hinge knee and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 05 february 2025: lot 2309760: (B)(4) items manufactured and released on 02-aug-2023. Expiration date: 2028-07-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implants revised: batch review performed on 05 february 2025 on gmk-sphere 02.12.e0412fr tibial insert fixed sphere flex size 4/12 mm r e-cross (k202022) lot. 2310262. Lot 2310262: (B)(4) items manufactured and released on 05-06-2023. Expiration date: 2028-05-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Batch review performed on 05 february 2025 on gmk-sphere 02.12.t3i4r tibial tray fixed cemented size t3i4 r (k121416) lot. 2309319. Lot 2309319: (B)(4) items manufactured and released on 29-08-2023. Expiration date: 2028-08-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. There is no indication that any potential issue with the device may have caused or contributed to the event, and the investigation does not indicate any potential manufacturing related issue.